Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the moderately tortuous, distal right coronary artery, a 2.5x33 rx xience prime stent delivery system (sds) was advanced onto a balance middleweight guide wire and toward the lesion, but was unable to cross the lesion due to patient anatomy; force was applied and the proximal shaft separated into two pieces. As the separation site was located outside of the patient anatomy, the distal shaft piece was simply withdrawn from the anatomy without issue. Another xience xpedition was able to cross and treat the lesion successfully. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.